Event description:
Consumer reported complaint for erratic blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from back to back blood tests of 155 and 86 mg/dl. The customer¿s expected am fasting blood glucose test result range is 89-130 mg/dl. The customer reported feeling shaky; medical attention was not needed at the time of the call. During the call, a back to back blood test was performed by the customer fasting and produced test results of 93 mg/dl and 114 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2024 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: result 1: 106 mg/dl date: (B)(6) 2023 time: 1:10 pm fasting. Result 2: 150 mg/dl date: (B)(6) 2023 time: 1:00 pm fasting. Result 3: 109 mg/dl date: (B)(6) 2023 time: 7:59 pm fasting. Result 4: 103 mg/dl date: (B)(6) 2023 time: 7:40 pm fasting . Result 5: 155 mg/dl date: (B)(6) 2023 time: 7:50 am fasting . Result 6: 86 mg/dl date: (B)(6) 2023 time: 7:50 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: shaky. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.